Event description:
It was reported that during a balloon kyphoplasty procedure, a balloon ruptured at the t12 level. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.